Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I've bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysgeusia ("metal taste in mouth") with nausea and decreased appetite, uterine enlargement ("enlarged uterus/ swollen uterus"), hypertension ("high blood pressure"), abdominal pain lower ("bad cramps"), migraine ("migraine headaches"), bone pain ("pelvic joint pain"), abdominal distension ("bloating"), neuropathy peripheral ("neuropathy"), fibromyalgia ("fibromyalgia"), diabetes mellitus ("diabeties"), polycystic ovaries ("pcos"), uterine polyp ("pylop on my uterus"), developmental hip dysplasia ("hip dysplasia") and pelvic pain ("chronic pain") and was found to have platelet count increased ("high blood platelet count") and blood cholesterol increased ("high cholesterol"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the genital haemorrhage, dysgeusia, uterine enlargement, platelet count increased, hypertension, blood cholesterol increased, abdominal pain lower, migraine, bone pain, abdominal distension, neuropathy peripheral, fibromyalgia, diabetes mellitus, polycystic ovaries, uterine polyp, developmental hip dysplasia and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, blood cholesterol increased, bone pain, developmental hip dysplasia, diabetes mellitus, dysgeusia, fibromyalgia, genital haemorrhage, hypertension, migraine, neuropathy peripheral, pelvic pain, platelet count increased, polycystic ovaries, uterine enlargement and uterine polyp to be related to essure. No further causality assessment were provided for the product. Concerning the injuries reported in this case, the following one/ones were reported via social media: I've bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events added- dysgeusia, nausea, decreased appetite, uterine enlargement, platelet count increased, hypertension, blood cholesterol increased, abdominal pain lower, migraine, bone pain, abdominal distension, neuropathy, fibromyalgia, diabetes mellitus, polycystic ovarian syndrome, uterine polyp, developmental hip dysplasia, pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I've bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysgeusia ("metal taste in mouth") with nausea and decreased appetite, uterine enlargement ("enlarged uterus/ swollen uterus"), hypertension ("high blood pressure"), abdominal pain lower ("bad cramps"), migraine ("migraine headaches"), arthralgia ("pelvic joint pain"), abdominal distension ("bloating"), neuropathy peripheral ("neuropathy"), fibromyalgia ("fibromyalgia"), diabetes mellitus ("diabetes"), polycystic ovaries ("pcos"), uterine polyp ("pylop on my uterus"), developmental hip dysplasia ("hip dysplasia") and pelvic pain ("chronic pain") and was found to have platelet count increased ("high blood platelet count") and blood cholesterol increased ("high cholesterol"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the genital haemorrhage, dysgeusia, uterine enlargement, platelet count increased, hypertension, blood cholesterol increased, abdominal pain lower, migraine, arthralgia, abdominal distension, neuropathy peripheral, fibromyalgia, diabetes mellitus, polycystic ovaries, uterine polyp, developmental hip dysplasia and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, blood cholesterol increased, developmental hip dysplasia, diabetes mellitus, dysgeusia, fibromyalgia, genital haemorrhage, hypertension, migraine, neuropathy peripheral, pelvic pain, platelet count increased, polycystic ovaries, uterine enlargement and uterine polyp to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: I've bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: coding correction done pt of pelvic joint pain was updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I've bleeding') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: I've bleeding. Quality-safety evaluation of ptc: unable to confirm complaint approximately. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: case become incident, essure removal done. Reporter added. On (B)(6) 2020: social media content received: reporter added. Essure removal date added. Fu 2 and 3 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.